Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The date of event is an approximation. On the same day, it was reported that the patient experienced a sensor failure after which the experienced a hyperglycemic event. The patient mentioned that during the event something was not working as the omnipod was not delivering insulin when the cgm reading was high but also stated that ¿dexcom caused her to go into dka, and that the sensor failed¿. The days before the event date the patient tried to self-medicate (with a total of 100 units of insulin), due to hyperglycemic symptoms, but as the this was ¿not working¿, the patient asked her housemate to bring her to the hospital. The patient experienced brain fog, extreme thirst, and was not coherent during those times. At the hospital the dexcom sensor was removed, and the patient got admitted. The patient received intravenous fluids due to dehydration. The patient stated she was also given cough drops and a ¿cough¿ pill. Patient was discharged after spending 2 days at the hospital. There was no documentation of further medical evaluation or intervention. At the time of discharged the patient was stable. Performance data was reviewed. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be high counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.